Event description:
During procedure ligasure jaw would no longer open. The handle would engage and disengage but the jaws remained locked in a closed position. New ligasure opened to complete the case.